Event description:
After a pump replacement it was reported that the patient's pump "seemed to be working intermittently." The patient was noted to have had poor control of her spasticity; low blood pressure; an extreme amount of foot clonus; legs that were stiff as boards that she could hardly bend at the knee; and her whole body had gone rigid and she had arched her back and neck. The patient had also experienced overdose symptoms and was noted to have been "very loose and sedated." Several baclofen dose increases had been performed, but they were noted to have "pushed her over the edge" and made the patient "so unresponsive that they had to take her to the ER twice." It was also stated that the patient had three hospitalizations for being unresponsive. It was suspected that there could be "some kind of intermittent leak somewhere," but the reporter later indicated that "he could not see how there could be a catheter leak." A dye study was performed and cerebrospinal fluid was obtained and indicated that "the catheter was not plugged or cut or anything." An abdominal x-ray also showed that "everything was visually okay." The patient was noted to have tried valium to try and control the muscle spasms. A few days later it was thought that the patient's pump was "putting too much out or not enough out" over the course of the day. No further troubleshooting was performed, and it was noted that they were "likely going to have to replace the pump because no one knew what else to do." The medication used within the system was lioresal. Additional information was requested but not available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
(B)(4). All kinds of neurological events.

Event description:
Additional information: the patient had no relief with their current pump and catheter. The patient's tone was "really bad." The patient had a 10% increase in medication, became flaccid, and had overdose-like symptoms. The doctor did not diagnose or treat this like an overdose, but decreased the dose back to what it was. The patient had a dye study, spiral computed tomography (CT), and the logs were read; all tests were normal. The pump and catheter were going to be replaced (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# l78584, implanted: (B)(6) 2000. Product type: catheter: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4). "Having all kinds of neurological events."